Event description:
It was reported that during an unknown procedure, some staples were malformed after the second firing with the gray reload. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec45a device was returned in good visual condition and with one ecr45m cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4).